Manufacturer narrative:
Implant date: unknown day (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the removal procedure, the locking screw could not be removed. The surgeon used a carbide drill and a reamer to remove the locking screw. There was five minutes operative duration extension, but all the implants were safely removed and there was no adverse consequence to the patient. The plate and screws were implanted in june 2014. This is report 1 of 1 for (B)(4).